Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife broken. Imdrf impact code f2301 captures the reportable event of using a rat tooth device to retrieve the detached needle knife.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the microknife needle broke off inside the patient tissue. A rat tooth retrieval device was used to quickly remove the device fragment. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event.